Event description:
Caller reported a malfunction on pump with code malf 12, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and helped caller reset the device. The malfunction code did not recur, allowing the customer to continue using the pump.